Event description:
Legal papers stated in 2000 pt was implanted with a left knee. About eight half month later the dr reopened the knee and modified the insert by trimming the poly. The pt continued to have weight bearing pain. In 2001 the pt was reimplanted.